Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization on (B)(6) 2016 due to low blood glucose levels and a sensor issue. The customer's blood glucose reading was 60 mg/dl at the time of incident and treated with food and glucose tablets. Customer's blood glucose reading at the time of call was 178 mg/dl. The customer stated that the cause for the low blood glucose reading was unknown. The customer performed partial troubleshooting on the insulin pump. Customer declined to perform the displacement test due to needing to go to a doctor's appointment. Nothing was replaced or returned.